Event description:
The customer reported a checksum error. This will prevent the system from booting to a usable state. No pt or user injury reported.

Manufacturer narrative:
The customer declined to have the service representative repair the system. No further information is available.